Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/03/2017, that on (B)(6) 2016, the patient had passed away. The patient's wife reported that the daughter's boyfriend called 911 on (B)(6) 2016 due to the patient having chest pain. The emergency medical team's rushed the patient to the hospital and pronounced the patient deceased, due to a heart attack, two hours after the intervention. No product defects or failures were alleged. The patient's wife stated that the patient's death wasn't related to diabetes or the dexcom system. Dexcom medical staff stated, based on available information, there is no evidence that usage of dexcom continuous glucose monitor (cgm) had caused or contributed to the reported event. However contribution of diabetes mellitus in fatal outcome cannot be excluded, as it is known that acute myocardial infarction continues to be a major cause of morbidity and mortality in diabetic patients. No death certificate was provided at time of contact. No additional event or patient information is available.